Event description:
Information was received from a company representative regarding a patient who was implanted with a gastrointestinal/pelvic floor. Patient reported her implant has not been working for quite some time. A loss of therapy was noted. Patient stated it was helping with her symptom but it stopped working. She has stopped using the device because it wasn't helping. It was indicated that her implant was turning itself off on its own. She was at the hospital and a company representative (rep) was there to help turning the device on. After 30 minutes of rep turning device on, the implant turned itself off again. She was not currently working with healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.